Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy connector which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The removed therapy connector was further evaluated by physio-control and it was determined that the cause of the reported issue was due to a broken internal wire in the therapy connector.

Event description:
The customer contacted physio-control to report that their device failed its user test multiple times. Upon further evaluation, physio-control observed that when shocking, the device displays an abnormal energy delivered message. This message indicates that adequate therapy may not have been delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device failed its user test multiple times. Upon further evaluation, physio-control observed that when shocking, the device displays an abnormal energy delivered message. This message indicates that adequate therapy may not have been delivered. There was no patient use associated with the reported event.